Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a 67 year old female patient presenting for hemodynamic support using the impella device. During support, the console appeared to be rebooting while patient was on support. Once the console came back on, they received an alert of "unexpected console shutdown". There did not appear to be a disruption in hemodynamic support during the reboot.